Event description:
It was reported that the user discontinued the ilet and requested a return due to fluctuating blood glucose, including a reported glucose in the 40 mg/dl, and concerns about app synchronization; the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included effects that could not be characterized due to insufficient information. Customer care provided support that included communication with the user¿s representative and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.